Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. "Difficulty eating" and "scarring" are surgically/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional info has been reported to allergan regarding the event date, diagnostic testing, patient data, or further event details.

Manufacturer narrative:
Analysis noted that the band tubing others the band was broken with striations consistent with surgical damage to remove the device. Device labeling addresses the possible outcome of leakage as follows: "caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage.¿ ¿caution: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Healthcare professional reported "leak from seal."

Event description:
Healthcare professional reported "patient was having difficulty eating. During explant procedure, it was noted that there was sufficient amount of scarring in the upper stomach".

Manufacturer narrative:
Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿

Event description:
Healthcare professional reported "patient was having difficulty eating. During explant procedure it was noted that there was sufficient amount of scarring in the upper stomach.". Patient reported the lap-band&#59415;as removed due to a "leak".

Manufacturer narrative:
(B)(4).

Event description:
Healthcare professional reported "leak from seal." Follow up information: physician reported "leak from gastric band with site not identified. Leak reported after replacement of port." Physician did additional surgery to replace remainder of band.

Manufacturer narrative:
Taper ii visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted a curved opening with leakage in the shell. Analysis noted that the buckle, shell/ring and band tubing were broken with striations consistent with surgical end cuts to remove the device. Analysis noted a sharp breakage at the port tubing junction described as an unidentified tear. An unknown white residue substance appearance was observed. In the past analysis of this material showed that the material was n and ci. There is no indication that this has an impact on the device. The ci was most likely the results of some cleaning compound. Device labeling addresses the possible outcome of leakage as follows: "caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage.¿ ¿caution: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Healthcare professional reported "patient was having difficulty eating. During explant procedure it was noted that there was sufficient amount of scarring in the upper stomach". Patient reported the lap-band&#59415;as removed due to a "leak".